Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and assistance was given to the customer in performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.